Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4, reference MFR. Report: 1627487-2018-06019. Reference MFR. Report: 1627487-2018-06020. Reference MFR. Report: 1627487-2018-06021. It was reported ((B)(6)) the patient experienced loss of stimulation. Diagnostic testing indicated normal impedance values. Surgical intervention was undertaken during which the physician noted the leads could be pulled out of the extensions despite the screws being secured firmly. As such, the leads and extensions were explanted at the request of the patient.

Event description:
Device 4 of 4: reference MFR. Report: 1627487-2018-06019 ; reference MFR. Report: 1627487-2018-06020; reference MFR. Report: 1627487-2018-06021.